Manufacturer narrative:
This event as described is deemed a reportable malfunction. Add'l info indicates that 100 samples were rec'd and tested. Results show that 10 samples did not meet test requirements and that there were burrs at the catheter tip. Root cause analysis showed that the defect was due to incorrect adjustment of tip forming process of catheters. No pt was harmed as a result of this malfunction. No add'l info has been provided to date. Should add'l info becomes available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It is reported that there are 'burrs' on the catheter tip.